Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. UDI not available.

Event description:
It was reported that the implant head has been fractured and was removed. Waiting for healing before placing a new implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite® implant 3.75 x 10mm was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the middle threads region. Bone debris were seen on external threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 36 (fdi) and was used for approximately 8 years, and 3 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review was completed for the subject lot number (2012031259). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2012031259) for similar event (complaint category keyword: dental: functional : fracture : implant) and no other complaint was identified. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product (fos310). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.